Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a scheduled device change out procedure and was experiencing shortness of breath. During the procedure, the left ventricular lead exhibited high impedance. The lead was capped and replaced successfully.